Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-sep-2018 with the following findings: there were unexplained pump reboot events observed in the black box. No moisture or corrosion was observed in the battery compartment. The battery compartment was found to be cracked. The pump powered on to the verify screen with no issues. The pump was exercised for 12 hours with no power interruptions. When the pump's cover was removed, moisture was found on the internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue; the reporter alleges a blank display, no damage to the pump or the battery cap, no moisture in the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.